Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an over infusion of an unspecified infusion identified when the device was sent to service. The event product has been re-routed to cad for investigation and although requested, additional event information has not been provided.

Manufacturer narrative:
The customer¿s report of an over-infusion was not confirmed. Physical inspection noted the device to be in good condition. No issues or anomalies were noted. Review of the pump module event logs showed no data recorded for the reported event date or the 2 weeks prior to that date. Rate accuracy testing was performed and the device was delivering fluid within specification. The root cause of the report of an over infusion was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a vague complaint of an over infusion of an unspecified infusion without any further details. Although requested, additional event details are not available; there was no patient harm.